Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the battery drained and wasn't charged for an extended period of time as the circumstances that led to the issue. The patient contacted a rep to help recharge the battery. The issue wasn't resolved. No other actions were planned to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator has been dead for some years. The health care professional stated that the patient is not a good historian but indicated that the patient may have some cognitive issues making the maintaining of the device a challenge, and that was likely the reason for not charging. There were no patient symptoms or complications reported at that time. Additional information was received from a consumer on (B)(6) 2020. It was reported that the ins was dead and had been dead for 3 and half years because they had not charged the ins. The patient went in to get 2 MRI's but he was being told he could not have an MRI. Patient services reviewed MRI guidelines with the patient and redirected them to their hcp to look at the ins. On (B)(6) 2020, the patient reported they were needing to get an MRI however they hadn't kept the unit charged and needs the battery working again to do MRI mode. Pt states MRI is not related to his implant. Pt states he has not used his implant for 4 years and now needs an MRI however has not kept his unit charged. Pt states the device just never worked for him. Pt states the device did work for about 16 months however after that just did not work. No patient symptoms were reported. Caller was redirected to the healthcare provider (hcp). On (B)(6) 2020, the rep met with the patient and reported that the battery was in over discharged. Pt reports not using stimulator for ¿long time¿, but now needs it charged so he can have an MRI. Pt has not reached out to rep with any previous stim issues, this is first that rep heard of stim being unused. Rep performed trickle charge 3x, but the system could not be revived. No other actions taken or planned; no surgical intervention was planned or scheduled at the time of the report. No symptoms reported.